Event description:
Customer reportedly received results of 484mg/dl and 223mg/dl within 10 minutes on the advantage system. No actions taken based on device result. No adverse event related to this malfunction reported. Requested return of suspect device and replacement was sent.